Event description:
While orally suctioning the patient with one of the reddyport niv maintenance kit devices, a plastic piece of the device broke off into the patient's mouth. The plastic piece got stuck deep into the patients mouth. It required one nurse to hold open the patient's mouth while another nurse manually removed the piece with their fingers. FDA safety report ID # (B)(4).